Event description:
Patient alleged that device is not giving the correct amount of insulin. Pt self-treated elevated blood glucose with insulin injection(s). Patient also noted testing positive for ketones.